Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of device logs showed approximately 9 seconds from analysis start to shock advised and an additional 8 seconds to complete charging, which is within device specifications. During CPR, chest compressions ceased, the advisory updated to no shock advised and CPR was resumed. Bench testing with returned pads was unable to replicate the issue. The observed behavior was determined to be due to the rescuer continuing to perform CPR after the device prompted to stop. The observed behavior is consistent with known effects of chest-compression artifact mimicking a shockable rhythm, and the device functioned as designed. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a 45-year-old male patient, the device internally dumped the energy after charging up to defibrillate the patient and took extended analysis time. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.